Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the family friend that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 33 mg/dl. The family friend was offered to transfer to help line but he decline. The family friend stated that when the customer gets home from school, he will call back to troubleshoot. No further info was reported.